Event description:
The device shocked the surgeon while operating. This resulted in tingling in his hands and fingers while his patient was in the middle of a procedure. There was a small burn on the surgeon's arm. Bovie machine and pencil were removed. Esu and pencil replaced. Pad placement checked. Surgeon broke scrub and scrubbed back into surgery.